Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that someone told her that something may be wrong with her device battery or her lead wires. No information could be obtained through follow-up. The implantable pulse generator (ipg) was removed and replaced, and the right atrial (ra) lead was capped and replaced and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.